Event description:
During a low anterior resection procedure, staples did not form in rectangular shapes as they normally do. It appeared that both the top and bottom portions of the bowel were cut with thin innermost portion of the bowel left. The physician had to close the bowel via suture. There was no pt consequence.